Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant of the left ventricular lead, impedance values were higher than the physician expected. The physician opted to remove and replace the lead.